Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4) evaluation summary: atrial and ventricular bores were able to hold a .1000 inch pin gauge. Is-1 leads were fully inserted into the atrial and ventricular bores; setscrews were tightened to one click on a medtronic torque wrench and slightly tugged. The result was the leads remained in original position. Is-1 insertion gauge (B) (4) was inserted into the bore with normal force, no binding was felt. No anomalies were found during the analysis. Visual inspection noted the grommet was damaged.

Event description:
It was reported that once the device was implanted, the programmer egm displayed noise on the atrial channel. Upon viewing the header, the doctor noticed blood in the atrial port. After the port was flushed and the device placed back in the pocket, ventricular oversensing was noted along with blood in the ventricular port. This device was not used. There were no patient complications reported as a result of this event.